Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they had blank display. The customer¿s blood glucose level was 127 mg/dl at time of incident. The customer reported that the pump stopped working completely was unable to take a battery. The troubleshooting was performed and was advised to insert a new battery. The customer stated the display did not return. The customer declined troubleshooting for low battery. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and low battery alert noted. Device received with stripped battery cap coin slot (p) noted. (B)(4).